Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that no capture or sensing was observed. X-ray analysis found the lead had dislodged. Lead was explanted when repositioning was unsuccessful. During the explant, the lead insulation separated from the inner conductor cables as the physician tried to extract the lead tip from svc vein.